Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 12 june 2015. The fse reported the dispense lane temperature reading was low, the engineer reseated connector t120 on the temperature board and dispense temperature came back up to 37.0 c. The engineer was unable to duplicate the error 2236: sorter dropped cups. The fse ran the regular macro for the sorter to get all corner cups several times with no errors. The customer ran quality control which passed.the aia-1800 was working as intended. No further action required by fse. The most probable cause of the reported event was due to loose connector t120 on the temperature board.

Event description:
On (B)(6) 2015, a customer reported multiple error codes 3231 dispense lane temperature malfunction, 2101 tip attach, 2736, and 2236 sorter dropped cup failures with their aia-1800 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.